Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. In secondary findings dust-like and fibrous contamination and other unknown contamination was observed on and around the iso port. Observed an unknown contamination brown/red in color, on the top enclosure under the right-side accessory door. Observed an unknown brown and white contamination at the air input of the blower box at the filter area. Observed a black contamination, consistent with keratin, at the air outlet of the blower box. Observed a single red/brown particle of unknown origin in the blower box, that is inconsistent with degraded sound abatement foam. Observed a several black hair-like fibers at the air outlet of the blower box. Observed a fine white (dust like) contamination on the bottom of blower motor and on the inner rim of the blower motor air intake. Observed a fine white dust-like and hair-like fibrous contamination on the blower outlet seal. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam. Confirmed the presence of multiple contaminants, inconsistent with degraded sound abatement foam, on/in the device. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Sections d8, d9, h2, h3, and h6 were updated.